Manufacturer narrative:
No medwatch form was received analysis found the connector boot and the re coil fractured near the connector ring. The fractured ends of the coil coming into intermittent contact with one another could have caused the reported noise and oversensing.

Event description:
It was reported that the patient presented in-hospital after receiving inappropriate therapy. Oversensing was found on the lead which was reproducible. At lead revision, lead fracture was noted near the connector pin. Leads were explanted and replaced.